Event description:
The following was reported to gore: on (B)(6) 2022, a patient was to be implanted with a 7mm x 2.5cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat common iliac artery dissection. The device was advanced to target site through the same side artery. A 8f sheath was used and device was completely with sheath until target site. Physician initiated the deployment. It was found that device stopped expansion after it completed around 1/3. The device was completely removed from patient. Another bare stent was used to complete the procedure successfully. Patient tolerated procedure. Physician suspected that device couldn't complete the full expansion was because deployment line was not constrained well.

Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release specifications. The device was required to adequately investigate the issue and was requested but not provided to gore at the moment. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
Correction: the medical device was returned to gore for investigation. The engineering evaluation indicated that viabahn device is fully constrained without expansion. After communicating with complainant, it was confirmed that the device was fully constrained removed with no harm to patient, the initial reported partial device expansion in patient was incorrectly reported. The initial medwatch submitted under manufacturer report number 2017233-2022-02856 was submitted in error, and is hereby retracted. The medical device was returned to gore for investigation. The engineering evaluation indicated that viabahn device is fully constrained without expansion. After communicating with complainant, it was confirmed that the device was fully constrained removed with no harm to patient, the initial reported partial device expansion in patient was incorrectly reported. The initial medwatch submitted under manufacturer report number 2017233-2022-02856 was submitted in error, and is hereby retracted.

Event description:
The following was reported to gore: on (B)(6) 2022, a patient was to be implanted with a 7mm x 2.5cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat common iliac artery dissection. The device was advanced to target site through the same side artery. A 8f sheath was used and device was completely with sheath until target site. Physician initiated the deployment. It was found that deployment line stuck after the deployment knob was pulled away from the adapter (distance was unknown). There was no device expansion in patient. The constrained device was completely removed from patient. Another bare stent was used to complete the procedure successfully. Patient tolerated procedure and did not experience any adverse consequences. The physician wasn¿t sure what caused the stuck.